Event description:
User allegedly had a meter not reading properly. Used control solution to "see if strips were testing properly and they were." Customer was still receiving high readings. Pharmacist replaced old meter. Pharmacist wanted replacements for her pharmacy.